Event description:
Front casters both bent inward at the fork. Wheels and hardware look ok but quoted out to play it safe. End user said she had no idea what happened. Dealer looked at it and was not sure as well.